Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced erosion. It was noted that the patient¿s implantable neurostimulator (ins) was ¿coming through her skin.¿ it was noted that this issue began right after implantation of the device. It was further noted that the patient ¿may be getting a second ins and they planned to move the current ins at that time.¿ it was noted that the patient¿s device was ¿working properly.¿

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).